Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: h3 the device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: damaged video connector/coupler and damaged charge-coupled device (ccd) unit. Based on the results of the investigation, electrical/electronic component and degradation problem identified and the cause was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: customer's full address information. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited error b30 and the image blackout during angulation adjustment. There were no reports of patient or user harm associated with this event.